Event description:
Additional information was received. Caller inquired if any information has been found on this situation from the log files. The caller added that the moment she takes her tablet communicator off the patient's implantable neurostimulator (ins) she loses communication with ins (caller not with the patient at time of the call, caller simply mentioned this piece of info).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated that their controller is not working right. Caller stated that for the past 2-3 days they have been getting a screen that says no device found when trying to charge the controller from the ac power supply or charge the implant. Caller added that when they try to charge the implant, they only can get to the batteries screen briefly and then see no device found again. Caller mentioned that they went through passive recharge mode several times but would only get to see the batteries screen for a moment before no device found came back. Agent walked caller through removing the controller battery and connecting the controller to the ac power supply. Caller confirmed the controller powered on. Caller saw no device found. Caller inserted the battery pack and confirmed the green light was solid on the controller. Caller then connected the recharging antenna and saw the controller battery was 100% and the implant was 50% with the implant recharging. After a few minutes, caller again saw "no device found." Caller kept trying again and then got themselves into passive recharge mode where the numbers were 98-99-99. Agent sent email to repair to replace the controller. Pt called back from registered number and mentioned they got the replacement controller and still got "no device found." Pt said they tried to pair the replacement controller and did not set date and time correctly. Pt said they were not provided with instructions and now, the replacement controller still did not work right. During the call, pt got pairing screens, got select your device screen, and then got "no device found." Pt entered passive recharge mode (prm) and got 95, 97, 100. Pt then waited about 5 minutes in passive recharge mode, but the screen did not advance to the normal charging screen. Patient service specialist (pss) suggested pt wait in passive recharge mode and call back if further assistance was needed. Pss also provided verbal instructions on resetting date and time. Pt says they got replacement controller, and tried prm and it briefly started charging but then stopped. During the call they started prm again and it was unsuccessful. Pt says they are getting really bad headaches and want to know if its because they don't have the stimulation. Reviewed this is possible but to speak with hcp. Emailed repair to send replacement recharger (rtm). Patient called back stating they received the recharger replacement and they are still having the same issue; getting no device found (16) when trying to charge implant. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed green light above screen. Caller then connected recharger and confirmed no device found (16). Agent walked caller through starting passive recharge mode; after 3 unsuccessful cycles agent reviewed with caller that they will need to call hcp to schedule apt to check the implant. Caller reports patient received her replacement controller and recharger. Caller reports patient's device has been in an overdischarge state for over a week. Caller reports she is trying to perform passive recharge, but keeps saying no device found when the ins is 100% charged. Caller reports she has performed two disable and r e-enable. Caller reports the controller is 50% charged and ins is 100% charged with recharging and stop on the bottom of the screen. Reviewed the implantable neurostimulator (ins) percentage. Suggest doing another disable/re-enable. Suggest caller to disconnect the recharging paddle. Caller reports she is able to connect to patient's implant with the controller x2. Pt called from registered number and said for the last two weekends, the issue with the controller not connecting wirelessly or wired to ins has continued. Pt reiterated details of case including that they had met with mdt rep. During the call, pt went into passive recharge mode and got 96-99-100. Pt said sometimes the controller worked if held directly over ins. Pt disconnected the recharger and held the controller directly over ins. Pt had great difficulty doing this. Controller connected for a very short moment and pt saw batteries screen, but then controller disconnected again and pt saw no device found. Pt reiterated details already captured in case. An email was sent to the repair department to replace the controller. (B)(6), to meet with patient to get session files, mdt file. Pss recommend that patient use passive recharge mode (prm) to try and recharge patient beyond 30%. Rep said her tablet can connect to the implant, but with patient's external equipment, only the recharger connected to the controller will allow connection to get prm, nothing else. (B)(6) mdt representative (rep) called. Caller reports she is with patient now and is requesting instruction on how to obtain reports. Caller reports patient had her device charged to 30%. Caller reports when she interrogated patient earlier today, her tablet shows patient is at 80% charged, but she is not able to connect with patient's controller and recharger. Caller reports the controller and recharger are new replacement that patient got recently. Caller reports she send the old controller and recharger back to mdt. Mdt rep do not have a spare recharger or controller. Caller reports the only thing that is showing up on the controller is the passive recharge screen and no device found screen. She is not able to go pass any other screen. Caller reports with passive recharge, the middle number ranging from 89-91. Caller reports patient did not see the normal charging screen after multiple attempts of passive recharge and her clinician tablet shows ins is 80% charge. Caller reports the ins does not feel deep, but slight tilted. Caller reports when she communicates with patient's ins, she has to put the clinician's communicator directly on patient's ins or she ge ts the no device found. Caller reports patient is a thin person and the communicator is directly on skin. Disable and re-enable performed x4. Caller continues to see passive recharge screen. When the recharger is not connected to the controller, no device found is seen. Interrogation performed with her clinician tablet. Recharge, diaries metrics recharge coupling: excellent avg ending 60% avg recharge time: 0 mins avg recharger interval: 1187 days on the graph, on 3 days available: 1/29: 30% 0 minutes 1/25: 50-60% excellent. 0 minutes. 1/25: 70% 0 minutes caller reports the device shows ins battery level: 30% charged. Transfer to hcit to obtain mdt file and session report obtain. During the call, caller also mention she had to performed 3-4 disable/reenable on a different patient long time ago, caller mention she has reported the event. During the call, caller also mention about a pocket revision, caller also indicated she has reported the event.